Event description:
It was reported that the right atrial lead had been poor sensing and no capture since the initial implant. The lead was noted to have been abandoned for several years. During a device replacement procedure, the lead was noted to be pulled back and the lead appeared to be "freely floating." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).